Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The manufacturing data was retrieved for this device and the outer diameter (od) is within specification. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon at the time of manufacture. It appears positive pressure was applied to the balloon as the wings are slightly relaxed. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 24 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.